Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Mean estimated longevity as of (B)(6) 2014 device data was approximately 55 months. Low current drain and the estimator is underestimating by two-three years. Estimator expected to ¿catch up¿ over time.

Event description:
It was reported that the device longevity projection is lower than that expected for the device. The device remains in use with no intervention taken. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).